Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device - 7 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient admitted into the hospital on (B)(6) 2017 with heart failure symptoms. A right heart catheterization (rhc) revealed presence of insufficient offloading and cardiac index(ci) was at 1.1 despite speed increases. A left ventricular internal diastolic diameter (lvidd) did not change and nor did the patient¿s symptoms. There was significant aortic insufficiency observed on echocardiography. The patient encountered increased swelling of ankles, fatigue, activity intolerance. The patient was sent home on milrinone, and then transitioned to hospice same day. The pump was turned off at request of the family. On (B)(6) 2017, the patient expired. No further information was provided.